Event description:
It was reported the patient presented to the emergency room with twitching of the upper left chest and shoulder. Upon interrogation, it was observed the patient's atrial lead was sensing noise and had low out of range pacing impedance. The lead was programmed off, and the twitching stopped. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.